Event description:
The device was used during a laparoscopic assisted distal gastrectomy. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.